Event description:
Caller reported an error with their continuous glucose monitor, specifically a cgm error 42. There was no reported adverse impact to the customer's blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, after which the error did not occur again, and the customer successfully started their sensor session.